Event description:
Country of complaint: (B)(6). Some sutures had poorly attached needles and the one opened was not attached at all.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 22 unopened and 1 open pouch. There are no previous complaints of this code/batch for the same issue. There are no units in OEM stock. All packs received are tight. We have received 22 closed samples and 1 open sample with the needle detached from the thread (thread was still wound on the pack). Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.